Event description:
Additional information stated that 'due to the patient's higher setting and the fact that he uses his device 24 hr/day his batteries do not last long.' It was further stated that the patient's second ins had 'normal battery depletion.'

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 7426 lot# serial# (B)(4), implanted: 2009 (B)(6), product type implantable neurostimulator product ID, 3389s-40 lot# v230720, implanted: 2009 (B)(6), product type lead product ID, 3389s-40 lot# v251538, implanted: 2009 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins), located on the right side of his chest, "seemed to chew up a lot of voltage". The ins run for approximately 16 to 18 months and then was "shot". If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Intervention required no longer applied due to normal battery depletion. (B)(4). The conclusion code was also updated.